Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: one (1) unused epifuse connector was returned. Upon inspection of the connector, it was confirmed that the hinge of the epifuse connector was damaged and split in two. The reported event was confirmed. The reported liquid leakage incident appears to have been caused by a broken connector hinge. In our kit manufacturing process, 100% inspection is performed on the appearance of epifuse connectors before setting. Therefore, it seems that the hinge part cracked and damaged when using the epifuse connector. This event has a continuous trend of occurrence and is likely due to the molding design of the product. The manufacture will continue to monitor the complaint trends for this event. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the liquid leaked. The event occurred during priming.